Manufacturer narrative:
Correction information: the initial medwatch report indicates: date of event - (B)(6) 2017. The initial medwatch report should indicate: date of event - (B)(6) 2017. Supplemental information:  physio-control evaluated the device and was unable to duplicate the reported issue.  Through a review of the electronic patient record downloaded from the device, the reported loss of power was verified.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had powered off by itself when it was used to monitor a patient. The customer switched the device back on and the device then functioned properly. The reported issue had no impact on the patient's outcome. No patient details were provided.